Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is permanently damaged due to 1 overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radicular pain syndrome and spinal pain. It was reported that the patient's implant has not been helping their hip or lower back basically since they got the implant. The patient stated that it works fine for their leg and the only way they get it in their hip or lower back is if they turn it up really high, but then it is too much in their leg and they can't walk. The patient was given new programs to try to alleviate this issue. The manufacturer's representative (rep) added another group to try and help with their hip and lower back pain. When the rep added it the patient felt a nerve shock go up their rib cage and to their shoulder blade. The rep turned down their stimulation and the patient went home. When the patient turned the program on the same sensation occurred and shocked them really bad all the way up to their shoulder. The patient stated that it is not an electrical shock, but a shock to their nerve and it gets tight. The patient stated that they turned stimulation off but the sensation lasted for like 15 minutes. The patient was redirected to their healthcare provider (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was still having pain in their back that was beyond the relief of oxycodone. The patient noted that they want to try out adaptive stimulation. No further complications are anticipated.